Event description:
Patient was complaining of pain, therefore the doctor planned to revise the patella. Once patient's knee was surgically exposed it was obvious the polyetheline plastic was worn down to the metal backing. The metal back pac dome patella was excised and replaced with an all plastic pca modular patelladevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.